Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4)(report number: 9710055-2021-00355) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(6) (report number: 9710055-2021-00378). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(6). The purpose of this submission is also to provide a correction of serial#, catalog#, manufacture date sections. This is based on the result of internal review. #d4 previous serial#: (B)(6). Corrected serial#: (B)(6). Previous catalog#: ard568370935. Corrected catalog#: ard568320905. #h4. Previous manufacture date: 18-03-2015. Corrected manufacture date: 14-09-2011.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with powerled surgical light. As it was stated, the hardware was missing on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off may cause contamination.